Event description:
Related to MFR report # 2183959-2012-01042, 2183959-2012-01045. On (B)(6) 2007, the plaintiff was implanted with an ams sparc sling to treat her pelvic organ prolapse and stress urinary incontinence. It was alleged by the plaintiff's attorney that the plaintiff experienced, "severe and permanent bodily injuries and significant physical pain and suffering." It was also alleged that the plaintiff has "experienced vaginal bleeding, mesh erosion, pelvic pain, dyspareunia and complications with sex which have rendered her unable to have sexual relations with her husband. It was reported that the plaintiff underwent corrective surgery on (B)(6) 2010, to have the products explanted. It was also alleged that the plaintiff has undergone, "extensive medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injection into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia," and other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.